Manufacturer narrative:
(B)(4). Corrected data: the initial MDR lists medwatch #5067684 in section; however, this was incorrect. The correct medwatch # associated with MDR# 1036844-2017-00114 should be medwatch # 5067711. The reported complaint of an allergic reaction where a coated double,, lumen 9fr catheter was in use could not be confirmed without a sample and further information. A review of the device history records could not be performed since the product code, lot number, and facility name was not provided on the medwatch report. The probable cause of this event could not be determined based upon the information provided and without a sample. No further action will be taken.

Event description:
Information received via sus voluntary event report (mw5067711). The patient had anesthesia induction and intubation without incident. A 9fr double lumen catheter was inserted in the rij with a quick hypotension, tachycardia, and facial rash. The catheter was removed and treated with epinephrine, vasopressin, benadryl and hydrocortisone. The case was cancelled. Catheter checked and was latex free and chg coated, silver sulfadine.

Manufacturer narrative:
(B)(4). Mw5067684 (B)(4). The product code, lot# and facility name not provided on the medwatch. Therefore, no additional information is available at this time. If any additional information is provided at a later date the complaint information will be updated accordingly.

Event description:
Information received via sus voluntary event report (mw5067711). The patient had anesthesia induction and intubation without incident. A 9fr double lumen catheter was inserted in the rij with a quick hypotension, tachycardia, and facial rash. The catheter was removed and treated with epinephrine, vasopressin, benadryl and hydrocortisone. The case was cancelled. Catheter checked and was latex free and chg coated, silver sulfadine.